Event description:
It was reported that an alarm was heard and was confirmed by telemetry. The reported stated that the patient let his pump "go dry" more than once. The physician had determined he was no longer a candidate to use the pump and wanted to shut it off. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the pump ¿was stopped.¿

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)